Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 59 mg/dl. The customer was sitting in a chair wearing the device and heard the noise. The customer stated that she is not operating that device. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No audio or beep anomaly noted. The insulin pump has minor scratches on the lcd window, cracked case at the display window corners, cracked belt clip slot and cracked battery tube threads.